Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd protector p50 multipack the needle separated from protector. The following information was provided by the initial reporter. The customer stated: "we had a problem with a pha-seal: the needle came loose from the p21 protector."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation?: yes. D9: returned to manufacturer on: 11/18/2021. H6: investigation: five samples and four photographs were received for evaluation in this investigation. Based on the photographs received, it appears that the needle penetrated outside the center of the rubber stopper. No damage or defects observed in the samples. A device history review was performed for lot 2105136, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Please take into account that protectors are not intended to be removed once they are attached. If the connection was not properly done at first time and there was a second correction later, the protector can be detached. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported when using the bd protector p50 multipack the needle separated from protector. The following information was provided by the initial reporter. The customer stated: "we had a problem with a pha-seal: the needle came loose from the p21 protector."